Manufacturer narrative:
(B)(4). Additional information: the device received was returned with the tissue pad in good physical condition, properly attached to the clamp arm but not detached as reported by the customer. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were noted. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Manufacturer narrative:
(B)(4); device not returned. No device received for analysis at time of submission of 3500a.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the device loosed the tissue pad outside the patient just after opening. Another like device was used to complete the case.